Event description:
It was reported that during a pancreatic tumor procedure, the tissue pad fell off of the device. No other information is available. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate. As the tissue pad was not returned, further functionally testing could not be performed.